Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct to treat a 2.1x2 cm malignant stricture during an endoscopic retrograde cholangiopancreatography with endoscopic ultrasound (ercp with eus) procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during procedure, the physician had difficulty deploying the stent in the distal common bile duct. Nevertheless, the stent was successfully deployed. However, it was noted that several of the braided stent wires were undone/damaged/separated. The physician removed the stent using forceps and completed the procedure with another wallflex biliary rx fully covered rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct to treat a 2.1x2 cm malignant stricture during an endoscopic retrograde cholangiopancreatography with endoscopic ultrasound (ercp with eus) procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during procedure, the physician had difficulty deploying the stent in the distal common bile duct. Nevertheless, the stent was successfully deployed. However, it was noted that several of the braided stent wires were undone/damaged/separated. The physician removed the stent using forceps and completed the procedure with another wallflex biliary rx fully covered rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A deployed wallflex biliary rx fully covered rmv stent was received for analysis; the delivery system was not returned. Visual examination identified no issues with the stent. The retrieval loop wires on each side were symmetrically fine and were working as expected. The stent was measured to be within specifications. The initial report of several of the braided stent wires were undone/damaged/separated was not confirmed. The analysis revealed no issues with the stent that may have contributed to the reported event. Photos of the device that were provided by the complainant suggest that excessive force was applied when removing the stent with forceps. As per the available information, the stent was removed using forceps. If both wires were not pulled at the same time, the wires may lose their original shape. However, the wires have shape-memory and when the stent was received for analysis, there were no issues with the wires therefore, the withdrawal of the stent may have contributed to the issue reported. Taking all available information into consideration, the investigation concluded that the reported failure was likely due to anatomical or procedural factors encountered during the procedure, such as the characteristics of the lesion, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no other similar complaints exist for the specified batch.